Event description:
It was reported that the physician believes that the electrosurgical generator (esg-150) setting was not changed at the time of hemostasis (while using an olympus coagrasper). However, per the physician, it cannot be confirmed as this is based on the status of energization. The patient was transferred to another clinic due to postoperative perforation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and there were no abnormalities observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, reported perforations of organ walls (bowel, bladder, etc.) Are likely caused by the following: 1. Incorrect generator settings 2. Use of an unsuitable instrument 3. Inappropriate instrument control therefore, it has been determined that the reported event was likely caused by a user error. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes additional information received from the customer. Information has been added to b2, b5, d10, and h6 (health effect - impact code) accordingly. A correction has been made to b1. "Product problem" was inadvertently selected on the initial medwatch. This complaint only meets the criteria of a serious injury and there is no reportable malfunction. Therefore, b1 has been corrected to "adverse event" only. An update has been made to d9 and h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported that post therapeutic, endoscopic sleeve gastroplasty (esg), the patient had abdominal pain the next day. As a result, computed tomography scan was performed, and perforation was confirmed. A similar case occurred 2-3 months ago where a perforation was confirmed the next day. Procedure was completed with the same set of equipment. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.